Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was attempted to be used in an ruptured aneurysm endovascular procedure in the common iliac artery. It was reported that during an emergency endovascular aneurysm repair (evar), a touch up was performed after the implantation of the stent graft. It was stated that a balloon burst occurred when second ballooning was performed for the contralateral gate connection part. Alternatively, another reliant stent graft balloon was successfully used to complete the procedure. As per the physician the cause of the event can not be determined. It was stated by the physician that the device did not touch the tip suprarenal stent part during the first ballooning and no overloaded pressure was applied to the balloon. It was reported that there was no material to identify the cause of burst. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Device evaluation summary: a leak was from the mid-section of the balloon on attempted inflation. A longitudinal tear was observed along the balloon. The balloon material was jagged and uneven along the tear indicating the material had been damaged prior to separation. The reported balloon burst was confirmed through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.